Manufacturer narrative:
Expiration date: 11/30/2024. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of 11.0/2.0/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Inflammation was observed. It was reported that anterior chamber irrigation and medical intervention were performed/prescribed. On (B)(6) 2022 the lens was explanted due to inflammation and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- anterior chamber irrigation claim# (B)(4).